Manufacturer narrative:
Exact implant date and date of event are unknown. Therefore, both are estimated.

Event description:
It was reported that a stroke occurred. A patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. Approximately, four months post implant, the patient experienced a stroke. The patient did not sustain any long term deficits. No further information is known at this time.